Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer stated that for an unspecified number of patient samples, they were getting ise indirect na for gen.2 (sodium) results that were 2 units lower on the cobas c 111 (c111) analyzer in comparison to sodium values measured on an unknown analyzer in the biochemistry laboratory. A field service engineer was on site on (B)(6) 2017 due to another issue and changed the ise peristaltic pump tubing. He cleaned the mixing tower, ise tubing, and replaced the chloride electrode. The customer provided data for six patient samples that had questionable sodium results. Of these, one had an erroneous sodium result from the c111 analyzer. The erroneous result was not reported outside of the laboratory. The customer stated that the sample was possibly measured on (B)(6) 2017. The exact date of event could not be provided. The sample initially resulted with a sodium value of 117 mmol/l on the c111 analyzer and repeated as 125 mmol/l on the other analyzer. No adverse events were alleged to have occurred with the patient. The sodium electrode lot number was 21560349, with an expiration date of (B)(6) 2016. A specific root cause could not be determined based on the provided information. Additional information required for the investigation was requested, but not provided.